Event description:
It was reported the gastrovideoscope had greenish liquid coming out of the device. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed, and the foreign object remained because it could not be reprocessed properly at the facility before sending it to olympus. Additionally, it was found the ke45 was missing on forceps cover. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: it is possible that this can prevent the occurrence of foreign object residue. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, according to the instruction manual, there is the following description regarding the handling of the actual product. It is possible that this can prevent the occurrence of physical damage. [Warnings and cautions]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.